Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that unit would not pressurize to 39-43 cmh2o on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Customer stated that circuit was replaced 2 times, with no improvement in pressurization. Technician removed all customer circuits, humidifier & blender. Used my own circuit & unit passed patient circuit calibration. An adjustment to the ddi board was necessary. Checked dcpsu, ok. Verified pressures ,ok. Hooked up customers blender to narrow down the issue pressurized ok. Hooked up customer circuit, mean airway pressure reached 26 cmh20. Reattached cap diaphragms & system pressurized to 40 cmh20. Recommended to customer to check humidifier & cap diaphragms for future leaks/issues. Ventilator is working normally. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.